Manufacturer narrative:
Conclusion: the valve was not returned to medtronic, so no product analysis could be performed. Images were submitted to medtronic for review. The image review showed no valve load checks for this event. The imaging provided confirmed at 80% & 100% the inflow of the valve is severely constrained. Severe calcium present in the annulus. A pre and post balloon aortic valvuloplasty (bav) were performed, however the post bav shifted calcium while the balloon was up. This potentially caused the aortic rupture, which was seen on the final angiogram. Cardiovascular injuries, such as an aortic rupture, are known potential adverse patient effects per the device instructions for use (IFU). These events can be related to the patient's pre-procedural condition and procedural factors, as well as factors related to the device. The post-implant bav may have been a contributing cause to the rupture, as imaging indicated that the balloon shifted calcium. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The pvl was likely related to the under expanded valve. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, etc). The gradients were likely related to the under expanded valve. Per the device IFU, in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation.¿ the balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. The severe calcium seen in the annulus was a likely contributing cause to the expansion issue. Review of the device history report (DHR) and frame record for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was discarded therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. The annulus was 26 mm and heavily calcified. Due to the calcification, the valve only expanded to about 50%. The gradient was more than 20 millimeters of mercury (mmhg) and moderate-severe paravalvular leak (pvl) was reported. A post-implant bav was performed with a 25 mm balloon. The bav led to a rupture of the annulus and procedure was converted to cardiac surgery. The transcatheter valve was explanted and a surgical valve implanted. No additional adverse patient effects were reported.